Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. No information could be provided by the customer in regards to the specifics of the change in patient treatment. There was no report of any adverse event in association to the event. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for sodium and chloride on the au480 clinical chemistry analyzer. The erroneous results were reported outside of the lab. The customer reported that patient treatment was affected however the specifics in regards to the change could not be obtained. The patient was not admitted based on the false low results.